Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the basal settings need to be changed. The customer's blood glucose reading was 400 mg/dl to 500 mg/dl at the time of incident. Troubleshooting assisted customer to change the settings. The customer declined troubleshooting for high blood glucose.